Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer is experiencing the calibration required alarm, even through they just completed the calibration (sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: calibration. Case resolution: - informed customer to clear this alarm, they need to first do the calibration, then the verification right after than, then do the preventative maintenance without refreshing systems maintenance. - customer then stated "I really hope you guys have a software fix for this because I have over 400 of these pca's and if I have to do this to even half of those, that is unexceptionable." - informed customer I would mark this case as high then. Ended call. (B)(4).